Manufacturer narrative:
Device evaluated by MFR.: the promus premier mr, us, 3.0x8mm stent delivery system (sds) was returned. The stent was not returned on the device as it came off the balloon prematurely during the procedure. The stent outer diameter is measured and verified against specification for the product prior to packaging and shipping. A review of the promus premier, manufacturing crimp data for the returned device was performed. The balloon cones were reviewed and no issues were noted. Balloon wings were in original folded position. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found several hypotube along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a right coronary artery. A 3.00x8mm promus premier drug-eluting stent was advanced to treat the lesion. However, the stent came off the delivery balloon prematurely. A snare was then used to capture the stent from the artery. The procedure was completed with another promus premier drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a right coronary artery. A 3.00x8mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent came off the delivery balloon prematurely. A snare was then used to capture the stent from the artery. The procedure was completed with another promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was fine.